Event description:
A representative for lifecor's distributor contacted lifecor customer support to report that they were charging the battery pack from a rental system that they had received today and the "battery charger fault" led was flashing. He stated he tried another battery pack and it produced the same results. Support sent the distributor a replacement charger.

Manufacturer narrative:
Device eval summary: device eval of battery charger has been completed. The reported problem was confirmed. The cause of the defective battery charger was a defective q1 chip. This bad chip caused the battery pack to not enter charging mode. The root cause of the defective q1 cannot be positively identified but was likely random component failure. The faulty charger was repaired. It was then retested and restocked. No adverse event resulted from the damaged battery charger. The distributor received a replacement battery charger.